Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 14 / 2.4.2 / ios_16.6.1.

Event description:
It was reported that the customer was unable to load a cartridge due to an error. There was no reported adverse impact to the customer. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.